Event description:
Account alleged pt fell out of bed and was found on the floor. The risk mgr alleged the bed exit did not sound. Account stated that the risk mgr did not release pt outcome.

Manufacturer narrative:
According to the risk mgr, pt was found on floor near bed at noontime. Account stated, pt was able to let siderail down. Account stated that bed exit alarm didn't alarm. Pt was found later the same day with legs dangling over the edge of bed. The pt was not able to fall, side rails still up. The only report of injuries by risk mgr at the time of this report, was that they were minor. No other details were given at this time. Tech checked all bed functions, no problems found. Plugged bed into another room with nurse call system. Couldn't duplicate any problems. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.